Event description:
The customer reported an over infusion of insulin. The insulin was a primary infusion and was started at 15:5 with a concentration of 50 units/50 ml and was programmed at 1 unit/hr. The nurse started the bag and stepped out of the room and when he returned two minutes later the entire bag had infused; at 15:36 the pump was stopped. Prior to the start of the insulin infusion the blood glucose was 400 and after the discovery of the over infusion the blood glucose was repeated and reported as 350. By 17:04 the blood glucose was 250. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.